Event description:
It was reported that, a patient was being transported from the ward to the catheterization laboratory while on a savina 300 ventilator. In the front room of that catheterization lab, the ventilator monitor suddenly went dark and ventilation stopped. After arriving at the catheterization laboratory, the ventilator was replaced. The device alarmed. No patient health consequences have been reported.

Manufacturer narrative:
The investigation was based on the reported event and enhanced information like email correspondence and logfile analysis of the affected savina 300 with the serial number (B)(4), produced in dec. 2012. Due to the logfile analysis the reported event could be confirmed that the internal battery was discharged or defective and failed during use. The device has alerted high priority, but not the required 5 minutes, because the battery was previously deep discharged. The defective batteries with the short run time have the first-use before date of 2021-06-15. This was overdue for 1.5 months. Regarding the email correspondence, the device was used for transport use cases every two weeks. It is recommended to connect the ventilator on ac mains during storage periods to ensure a fully charged battery every time or remove the fuse for internal battery during storage longer (or equal) two weeks regarding IFU. Longer storage without ac mains connection and with inserted fuse could lead to deep discharged internal batteries which could pre-damage the battery. The exact storage conditions of ac mains, fuse inserted or timespan of the ventilator was not known. Savina 300 might have been equipped with a bad or pre-damaged lead battery after the last replacement. If the savina 300 is not connected to mains power or is not equipped with an external battery, the unit switches to the internal battery with audible alarm and the display message when the battery is completely discharged, the system shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. The run time stated in IFU refers to new, fully charged batteries. When ac mains will be reconnected, the device will power on immediately after the boot process and ventilate with the same parameters as before. Savina 300 has batteries with lead-gel technology. Batteries of this type perform particularly well when used as a backup battery. If these batteries are used in irregular alternating mode, e.g. In intra-clinical transport, the service life is shorter due to technology. A more frequent replacement of the internal battery or the additional use of the external battery option is recommended in this case. The field failure rate is in an accepted range. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.